Event description:
Information received by medtronic indicated that the ring had no cracked. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer was discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. On 08/22/2021 the customer reported a crack. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the left belt clip rail. Unit was received with a critical pump error (open book image) alarm and a brush stoke of white in the right half of the screen. Unable to perform displacement test due mostly to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was also unsuccessful. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, back of the lcd screen; force sensor flex cable terminal. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within spec = 18.1 mv. In summary, the customer¿s report of a crack was confirmed. The critical pump error (open book image) alarm and the inability to upload are due to pcba2 and the moisture damage on pcba1. The white brush stoke is due to the moisture damage on the back of the lcd screen. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.